Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up visit the stent graft was found to have migrated with a proximal type I endoleak present. The stent graft was 1.5 cm from the level of the renal arteries. Currently the neck measured 31 mm in diameter. The stent graft migration was attributed to disease progression. A 36x36x49 endurant aortic cuff was implanted and successfully resolved the endoleak. The patient is fine. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient presented for a routine follow up. A recent CT (on an unknown date) revealed that there was a fabric type iii endoleak, fabric in the distal area of the ipsilateral limb approximately three rings proximal to the bottom of the stent graft. The cause of the type iii endoleak is unknown. Films are not available. The physician elected to treat the patient by coil embolization of the hypogastric artery and implantation of two endurant iliac limbs, a 131382 and a 1613124 and the type iii endoleak resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (anatomy related; disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression).